Event description:
It was reported the patient¿s blood glucose level reached 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. It was noted that the cannula was possibly not inserted correctly into the infusion site. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.